Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. Method: four complaint 950a81 circuits were returned to fph in (B)(6) for investigation. The circuits were visually inspected. Result: visual inspection revealed that two circuits had dryline elbows that were cracked off from the dryline tubes and that the broken ends of the dryline elbows had hairline cracks. The third circuit had a dryline elbow that was cracked inside the cuff of the dryline tube. The fourth circuit had a dryline elbow that was not damaged. Conclusion: the nature of the cracking indicate that the dryline elbows came into contact with a solution containing alcohol which has resulted in environmental stress cracking of the dryline elbow. Fph product development engineers are in the process of improving the dryline elbow by modifying the design and changing the material. Our user instructions that accompany the 950a81 adult ventilator dual heated circuit kits state the following: do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the dryline elbows of two 950a81 adult ventilator dual heated circuit kits had broken. The elbow of the first dryline broke after one day of use and the elbow of the second dryline broke during setup. There was no patient consequence.

Manufacturer narrative:
(B)(4). The 950a81 adult ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k122432. The complaint 950a81 adult ventilator dual heated circuit kits are currently en route to fph in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the dryline elbows of two 950a81 adult ventilator dual heated circuit kits had broken. The elbow of the first dryline broke after one day of use and the elbow of the second dryline broke during setup. There was no patient consequence.